Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a leak at the reservoir o-rings. The customer stated the leak occurred three times. The customer also reported air bubbles were present in the tubing. It was also leakage was present in the insulin pump. Customer's blood glucose was unknown. The reservoir will be returned for analysis.